Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn: (B)(4)) was performed by a zoll service technician. Review of the retrieved event log confirmed the reported mid 09 (air trap assembly) issue. To resolved the issue, the contaminated air trap block was replaced. An annual preventative maintenance was performed. The console passed functional testing and the electrical safety test with no issues found. The console performed within specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard xp ivtm console (sn: (B)(4)) displayed a mid 09 (air trap assembly). According to the reporter, it is not known if the issue occurred during patient use. There was no known patient consequence reported.